Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level went up to 575 mg/dl. She treated her blood glucose level with a manual injection. The infusion set and sensor were causing irritation. The infusion set had a bent cannula. The device was not returned.